Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the teflon pad was melted. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.